Manufacturer narrative:
H6: investigation summary: bd was not able to perform an investigation to the retention samples since neither lot number nor returned goods samples were available. Complaint is unconfirmed. No corrective action was required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text: see h10.

Event description:
It was reported that while using 4 bd bactec¿ plus aerobic/f culture vials (plastic) was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that possible contamination with streptococcus salivarius in their bactec bottles".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 4 bd bactec¿ plus aerobic/f culture vials (plastic) was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that possible contamination with streptococcus salivarius in their bactec bottles. "